Event description:
In 01/2002, the patient was seen at the implant center for device evaluation. Testing conducted at that time indicated that the electrode impedance values were out of normal range. An evaluation by a company representative confirmed the report. Revision surgery was scheduled. Patient was reimplanted with another clarion device.